Manufacturer narrative:
(Ba)(4). The patient passed away at an unspecified time between (B)(6) 2014. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. The pt was not connected to the hc device at the time of death. An autopsy was not performed. Additional information was requested but was not available.